Event description:
The account reported that the bed exit would alarm but the audible alarm did not function. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(6).

Manufacturer narrative:
The technician found the external buzzer was not functioning most likely caused by normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external buzzer to resolve the issue. Based on this information, no further action is required.